Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a power source alert when attempting to charge the pump. An adapter change was performed resolving the issue. Customer's blood glucose level ranged between 234-235 mg/dl.